Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode) was not confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut and missing, inhibiting incoming testing. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.